Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pacemaker malfunction was causing right arm numbness for the patient. The implantable pulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.